Manufacturer narrative:
Additional information about the gastrointestinal bleed was requested but was not provided. The patient's blocked inflow cannula was reported under MFR #2916596-2019-03418. Approximate age of device- cannot be determined since the event date is unknown. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a past gastrointestinal bleed that may have caused a clot to form and block off the patient's inflow cannula. No further information was provided.